Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2018-19132 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that cause of the ¿electric charge going in the wrong direction¿ was not determined. They also stated that they tried to ¿put the programmer up a notch and the charge went wrong way¿. The patient then put the level of the charge down where it was. They also noted that the issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient did not want to make any stimulation adjustments because previously, about a year and half ago, in early 2017, they had increased the stimulation level ¿the smallest amount¿ and the ¿electrical charge went to the wrong direction¿ and they were hurting. When this happened, the patient turned stimulation down, but the sensation remained for almost a year; it was noted that the situation had since resolved, but it took a long time. It was noted that the patient never saw a doctor for this. No further patient complications are anticipated or expected as a result of this event.